Event description:
It was reported that during a percutaneous coronary intervention a shaft fracture occurred. Upon introducing a 6f mach 1 guide catheter into the patient the shaft fractured. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a mach 1 guide catheter with no original packaging or other devices. There was blood on the outer surface and inside the shaft of the catheter. The shaft was damaged/twisted as having torsional damage 2mm from the strain relief, with strands of the braiding exposed. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The reported device detached separated is consistent with the confirmed shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a shaft fracture occurred. Upon introducing a 6f mach 1 guide catheter into the patient the shaft fractured. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).